Manufacturer narrative:
Evaluation of the device found no malfunction that could be associated with the reported symptom, and the device continues to comply with iec-60825-1 and iso 15004-2. No causal relationship between the patient's symptoms and the device was found.

Manufacturer narrative:
The product conforms to iec 60825-1 "safety standards for laser products" and iso 15004-2 "ophthalmic instruments: protection from optical hazards". The product possesses secondary product code hki (camera, ophthalmic, ac-powered). Similar cases have not occurred in the past. The patient's eyesight and color blindness tests are normal and there is no reported problem in normal daily life. Although the patient's symptoms do not interfere with normal daily life, they are reportably interfering with occupational activities as a geologist. It is unclear whether the claimed symptom is ever observed by the patient in light outside the scope of light from uv-induced fluorescence or if there is any causal relationship between the triton plus device and the claimed symptom.

Event description:
The patient's occupation is a researcher in geology where he analyses gemstones and educates his students on how to assess gemstone color and clarity. On (B)(6) 2023 the patient returned for a routine follow-up where he explained that he now has an inability to accurately perceive yellow light when looking at gemstones under ultraviolet light long wave 365 nm and instead sees them as having a pink hue. The patient attributes this change to the white flash used by the triton plus on (B)(6) 2022. This impact in color perception was not described outside the context of uv-induced visual fluorescence.